Event description:
Event description cpi received information that during an investigation of the patient's implantable cardioverter defibrillator, they received an error message reading: open shocking lead. This message indicates a fracture. The physician elected to remove the patient's large patch lead. On the day of the procedure, the physician elected to cancel the lead replacement, due to the patient's health and age.